Event description:
In the heart procedure yesterday the tip of this suction came off in the chest cavity of the patient. Thanks to the surgical staff attention to detail they noticed it right away and were able to retrieve the tip and confirm complete suction pieces had been removed.